Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission reveled that the left ventricular (lv) lead was exhibiting failure to capture. The lv lead was explanted, and new lv lead was implanted. There were no patient consequences.